Event description:
The customer reported that during an examination, the fluoroscopy/imaging stopped.

Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer (fse) troubleshot the system and found the problem was caused by a defective figaro board. After replacement of the figaro board the problem was solved. It was reported that the customer was not able to continue the examination at that time and the patient was examined the next day. Reportedly, the patient did not suffer any injuries due to the delay.